Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "pacer fault 117" message and did not discharge. Complainant indicated that the pt subsequently expired.